Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found a broken universal serial bus (usb) door. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of a permanent out of range signal. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.